Event description:
The customer reported the backup battery is not charging. No patient involvement reported.

Event description:
The customer reported the backup battery not charging. No pt involvement reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.